Event description:
It was reported that during a trial implant procedure the patient had difficulty maintaining adequate oxygen levels with anesthesia. As a result, trial procedure was aborted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.